Event description:
Based on attorney's initial report: ni/ni/ni - pt required substantial medical treatment and developed scarring, disfigurement and permanent injury due to defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - repair of ventral incisional hernia with composix e/x mesh. On (B)(6) 2006 - laparoscopic cholecystectomy. Because of prior midline incision and mesh hernia repair, trocar placements were a little bit to the right and lateral than usual.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the medical records provided, it does not appear that a device failure occurred. The pt underwent a cholecystectomy more than two years after implant of the composix e/x mesh. During this procedure, the only reference to the previously implanted mesh was that it and the previous midline incision led to the trocars being placed a little more right and lateral than usual. There is no indication that the mesh was defective or that it was explanted. Additionally, a manufacturing review was performed and no discrepancies were found.